Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device removal procedure after the physician suspected infection. It was observed that the pacemaker was infected and the entire system was explanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.